Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 27-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") and hypothyroidism ("hypothyroidism with difficulty achieving the proper hormone levels from levothyrox") in a 36 year-old female patient who had essure inserted (lot no. B49366). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was levothyrox (levothyroxine sodium) for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion medically important), hypothyroidism (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding for about ten days"), dysmenorrhoea ("very painful menstrual periods"), premenstrual pain ("very painful premenstrual period"), menstruation irregular ("irregular menstrual cycle"), vaginal discharge ("heavy leucorrhoea"), dyspareunia ("painful sexual intercourse"), breast swelling ("swollen breasts for 3 weeks per month"), breast tenderness ("breast pain for about 3 weeks permonth"), weight loss poor ("difficulty losing weight"), food intolerance ("food intolerance"), gastrointestinal pain ("painful diarrhoea or constipation"), diarrhoea ("diarrhea"), abdominal discomfort ("daily intestinal discomfort"), constipation ("constipation"), abdominal distension ("bloating"), flatulence ("flatulence"), dry skin ("very dry skin"), eczema ("eczema of the ear canal"), tooth disorder ("dental problems"), gingivitis ("recurring gingivitis"), tendon pain ("achilles tendon pain") and musculoskeletal pain ("daily joint and muscle pain which is occasionally incapacitating") and was found to have weight increased ("weight gain"). The patient was treated with dietary measures and non-drug therapy (dental care and treatment and orthopaedic sole installed to relieve tendon pain). Essure treatment was not changed. At the time of the report, the pelvic pain, hypothyroidism, heavy menstrual bleeding, premenstrual pain, menstruation irregular, vaginal discharge, dyspareunia, breast swelling, breast tenderness, weight increased, weight loss poor, food intolerance, gastrointestinal pain, diarrhoea, abdominal discomfort, constipation, abdominal distension, flatulence, dry skin, eczema, tooth disorder, gingivitis, tendon pain and musculoskeletal pain had not resolved. No causality assessment was received for essure with regard to pelvic pain, flatulence, hypothyroidism, breast tenderness, dry skin, tooth disorder, food intolerance, vaginal discharge, gingivitis, tendon pain, eczema, dysmenorrhoea, weight loss poor, menstruation irregular, dyspareunia, gastrointestinal pain, weight increased, abdominal distension, premenstrual pain, constipation, breast swelling, heavy menstrual bleeding, diarrhoea, abdominal discomfort or musculoskeletal pain. The reporter commented: deterioration of the quality of life with no real cause and despite continuous effort in practicing sports and dietetic monitoring. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") and hypothyroidism ("hypothyroidism with difficulty achieving the proper hormone levels from levothyrox") in a 36 year-old female patient who had essure inserted (lot no. B49366). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was levothyrox (levothyroxine sodium) for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion medically important), hypothyroidism (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding for about ten days"), dysmenorrhoea ("very painful menstrual periods"), premenstrual pain ("very painful premenstrual period"), menstruation irregular ("irregular menstrual cycle"), vaginal discharge ("heavy leucorrhoea"), dyspareunia ("painful sexual intercourse"), breast swelling ("swollen breasts for 3 weeks per month"), breast pain ("breast pain for about 3 weeks permonth"), weight loss poor ("difficulty losing weight"), food intolerance ("food intolerance"), gastrointestinal pain ("painful diarrhoea or constipation"), diarrhoea ("diarrhea"), abdominal discomfort ("daily intestinal discomfort"), constipation ("constipation"), abdominal distension ("bloating"), flatulence ("flatulence"), dry skin ("very dry skin"), eczema ("eczema of the ear canal"), tooth disorder ("dental problems"), gingivitis ("recurring gingivitis"), tendon pain ("achilles tendon pain") and musculoskeletal pain ("daily joint and muscle pain which is occasionally incapacitating") and was found to have weight increased ("weight gain"). The patient was treated with dietary measures and non-drug therapy (dental care and treatment and orthopaedic sole installed to relieve pain). Essure treatment was not changed. At the time of the report, the pelvic pain, hypothyroidism, heavy menstrual bleeding, premenstrual pain, menstruation irregular, vaginal discharge, dyspareunia, breast swelling, breast pain, weight increased, weight loss poor, food intolerance, gastrointestinal pain, diarrhoea, abdominal discomfort, constipation, abdominal distension, flatulence, dry skin, eczema, tooth disorder, gingivitis, tendon pain and musculoskeletal pain had not resolved. No causality assessment was received for essure with regard to pelvic pain, flatulence, hypothyroidism, breast pain, dry skin, tooth disorder, food intolerance, vaginal discharge, gingivitis, tendon pain, eczema, dysmenorrhoea, weight loss poor, menstruation irregular, dyspareunia, gastrointestinal pain, weight increased, abdominal distension, premenstrual pain, constipation, breast swelling, heavy menstrual bleeding, diarrhoea, abdominal discomfort or musculoskeletal pain. The reporter commented: deterioration of the quality of life with no real cause and despite continuous effort in practicing sports and dietetic monitoring. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. Batch no~b49366 production date~(B)(6) 2013. Expiration date~ (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.